Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump alarmed with off no power. The patient's blood glucose at the time of incident was 123 mg/dl. The customer was unable to access the bolus menu. Troubleshooting was initiated for the off no power alarm. The customer confirmed that the device was not dropped or bumped and that there were no unattended alarms. The battery compartment appeared undamaged as well. The customer was advised to insert a new (B)(6) aaa alkaline battery and to monitor the insulin pump. The customer was advised that once a new battery is inserted the battery icon should be full and the customer should be able to access the menu normally. No products were returned or replaced.